Event description:
Additional information received from the company representative reported that they were present at the case and the lead was not used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: neu_stylet_acc, serial# unknown, product type: accessory. (B)(4). Analysis of the lead, lot #va0n0xf, found the outer insulation damaged at the depth stop site. There were two depth stop impressions in the outer insulation of the lead 2.3 and 2.6 centimeters form the proximal end. The lead was also stretched at the #0 connector.

Event description:
It was reported that the lead was bent when the package was opened. The manufacturer representative (rep) stated that the box "did not look too great." The doctor used a different lead and the implant was completed without complication. The bent lead was observed pre-op and the patient was not involved.

Manufacturer narrative:
Conclusion code corrected. Evaluation codes updated to comply with FDA coding guidance changes. If information is provided in the future, a supplemental report will be issued.